Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 201 mg/dl while using the ilet, without alarms or alerts, after drinking a low-sugar lemonade and taking medication that did not warrant a meal announcement; the user noted that zero- or low-sugar products sometimes raise her glucose and agreed the rise could be related. Symptoms included hyperglycemia without associated complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available to link the event to a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.